Event description:
The explanted generator and lead were returned to the manufacturer and remain under analysis. Good faith attempts to obtain further information on the reported high impedance have been unsuccessful to date.

Event description:
It was reported by a company representative that a vns patient underwent generator and lead replacement due to high lead impedance. Additional information was received from the area representative indicating that there has been no report of trauma that can be attributed to high impedance. At the moment, good faith attempts to obtain further information from the surgeon have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis was completed on the returned generator and lead. Analysis of the generator indicated that the generator performed according to functional specifications. Analysis of the returned lead indicated a break was identified in the positive and negative coil. Scanning electron microscopy images of the positive coil broken end of the first portion of the returned lead show that pitting or electro-etching conditions have occurred at the break location. However, due to metal dissolution the fracture mechanism cannot be determined. Scanning electron microscopy images of the negative coil break identified in the second portion of the returned lead show that a stress-induced (fatigue) fracture has occurred. However, due to mechanical distortion the initial fracture mechanism cannot be determined. Also, inspection of the broken mating end shows that pitting or electro-etching conditions have occurred at the mating end of the broken coil. Scanning electron microscopy images of the positive coil exposed area show that pitting or electro-etching conditions have occurred at this location. Other than the above mentioned observations and typical wear and explant related observations, no additional anomalies were identified in the returned lead portions.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.